Event description:
Customer reported, he was having issues with the display on the insulin pump. Customer stated, there were pixilation issues and when he scrolls down the status screen the display goes blank. Device seems to go blank on the second or third step when using the device. Customer's blood glucose was 123 mg/dl. The device did not have any physical damage. The device was not dropped or bumped. Customer does not use recommended battery type. The battery cap was not damaged or missing. The battery compartment and spring was not damaged nor corroded. Customer inserted a new battery and display return. Customer was advised to clean contact battery compartment and contacts, inserted a new battery, and display returned. Self test performed and device passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.